Event description:
It was reported by customer that for the last two weeks, I have been practicing and continuing to attempt sticks with the new ultrasound machine with no avail. On thursday, I attempted to stick 4 patients and had to end up bringing in the sonosite to be able to place the lines. The ultrasound is not working for our patients and staff. We are not able to locate our needle when we stick the patient and the visual picture is not clear even after making all the adjustments that are offered. No other information provided; at this time this file is for the third of the four events reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.